Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported leaflet perforation is the result of procedural conditions. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1. Roughly 14 months later, the patient returned to the hospital and echocardiography showed mr had increased to a grade of 4. Both clips were noted to be stable on the leaflets and the physician stated that the recurrent mr is due to progression of disease. On (B)(6) 2020, a second mitraclip procedure was performed to treat mr with a grade of 4. The clip was inserted, and grasping was performed on the lateral side of the implanted clips. However, after grasping, a small perforation was noticed on the posterior leaflet. It was suspected that the clip attempting to be implanted caused the tissue damage. The physician decided to reposition the clip medially of the implanted clips. The clip was successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.